Event description:
The customer reported that the system shutdown uncommanded during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe power supply voltage was adjusted and the battery charger circuit board was calibrated. The system was then found to be operating as intended.